Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018 the patient presented to the emergency department with complaints of abdominal pain and puss draining from the driveline exit site. Three days prior to presenting, patient accidently pulled on the driveline. The exit site bled for 2 days and then on the third day the site developed puss. The patient was started on antibiotics and plans to continue them post discharge for chronic suppression. Stop date was reported at (B)(6) 2018 and resolved without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported bleeding from the exit site could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU and patient handbook contain information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.